Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The drive support was inspected and no anomaly was noted. The insulin pump has cracked display window and cracked reservoir tube lip.

Event description:
It is reported that the patient experienced a high blood glucose level. Level at the time was 521mg/dl. Trouble shooting was conducted and we explained the possible reasons for a high blood glucose level to the patient. The device is not being returned. No further information available.